Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving compounded baclofen (1500 mcg/ml at 112.1 mcg/day) via an implantable infusion pump. It was reported a motor stall occurred on (B)(6) 2021 during or after a taxi ride. The logs were checked, and a motor stall recovery occurred after approximately one hour. The patient had no complaints from the incident. The issue was resolved. Surgical intervention did not occur nor was planned. The patient status was alive - no injury. Regarding contributing factors, it was stated the event was possibly due to the belts used in the taxi. Further complications were not reported. A session report was provided, indicating a motor stall occurred on (B)(6) 2021 at 15:58 with a recovery at 17:10.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported there was another motor stall that occurred on (B)(6)2022 at 9:49 and recovered the same day at 10:02 that was also related to travel, taxi bus ride. The medical team wanted to watch for a while first. Additional diagnostics have not been done yet. The patient also preferred not to. The actions/interventions taken was the patient will get an appointment and the team will check the intrathecal baclofen (itb) system. If it is found to be catheter related, the pump will remain in situ. Due to a busy schedule, the appointment is to be determined.